Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 27mm mitral annuloplasty band, the band was explanted and replaced with a 31mm band of the same model. The reason for explant is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Added expiration date and added device manufacture date. If information is provided in the future, a supplemental report will be issued.